Event description:
It was reported the handswitch appeared intermittent for activation during the procedure. The customer also received error 5 during the case. The customer continued use of the disposable and switched to the footpedal. The error 5 occurred once more but then went away. The device was used to complete the case with no patient consequence.